Event description:
It was reported the device settings could not be locked or unlocked. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device settings could not be locked or unlocked due to the keypad being out of electrical specification. The keypad subassembly was further analyzed and an open circuit was found between pins. When a button was pressed the circuit remained open. It was not possible to get the lock button to make close contact regardless of angle or level of force applied on the button surface. It was also noted that the upper case, lower case and side bail covers were broken, the knobs were contaminated and the liquid crystal display (lcd) was out of specification with missing segments.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device settings could not be locked or unlocked due to the keypad being out of electrical specification. It was also noted that the upper case, lower case and side bail covers were broken, the knobs were contaminated and the liquid crystal display (lcd) was out of specification with missing segments.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.